Event description:
Status post cardiac catheterization. Reopro in a 250cc intravenous hung at a delivery rate of 13cc hr. Intravenous hung between 10:30am and 11:30am. At or about 11:30am, only 20cc of fluid noted in bag. Simulation done using tubing and pump in pt incident. After 42 minutes and 37 seconds, 100ml of fluid had infused. Free flow at slightly greater than 1ml occuring every 37 seconds and lasting for slightly less than two seconds was noted. The free flow resulted in an actual flowrate of approx 141 ml/hr.